Event description:
One touch ultra meter was prompting the error 2 message. The pt went to the doctor's office to see if they could help them with the error message. The pt had no symptoms of high or low blood glucose level at the time of concern and they received no medical treatment. The customer care rep (ccr) walked the pt through cleaning the meter and retesting; the error 2 message continued to appear. The ccr walked the reporter through reseating thr battery and the meter screen became frozen during meter set up. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved error 2 issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.